Manufacturer narrative:
Analysis found no button error, failed battery test, or display anomaly alarms on the insulin pump. The insulin pump had no button response due to corroded keypad traces. Analysis was unable to test the operating currents or perform the displacement, rewind, basic occlusion, occlusion, prime, and the excessive no delivery tests, due to no button response. The insulin pump had minor scratches on the display window and cracked battery tube threads. Analysis found no damage on the c13 isolation tape on the lcd display/interface board. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and failed battery test alarm. The blood glucose at the time of the incident was 80 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.